Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase in pacing impedance that led to high out of range measurements above 2600 ohms. In addition, shock lead impedance has also increased. Technical services (ts) was consulted and provided recommendations. This rv lead remains in service. No adverse patient effects were reported.